Event description:
A vaginal hysterectomy was performed on (B)(6) 2010. The pt returned for a post op appointment 15 days later, where the surgeon discovered that there was vaginal bleeding. The pt was readmitted to the operating room where it was determined laparoscopically that the vaginal cuff was bleeding. The bleeding was controlled with sutures. Several attempts have been made to discover the pt's condition, to no avail.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.